Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: an opening on posterior, crease fold, wear abrasion, crack valve, total delamination of the valve, and brown particles in fill channel. Leak test and microscopic analysis was performed which identified: crack valve, total delamination of the valve (adhesive failure), and a striated opening on posterior. Based on the device analysis the final assessment is: - a cracked valve seat diaphragm valve. - total delamination of the valve assessed as adhesive failure. - a striated opening on posterior assessed as surgical damage.